Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device runs loud and had low rotations per minute (rpm) was confirmed. An assessment was performed on the device which determined the device was loud and noisy, had overheated, had low rpm's, and had a broken driveshaft. The pretest was not completed. During the evaluation it was also identified that the cord was frayed and set screw was loose. It was determined that the unit was loud, noisy, and overheated due to the driveshaft being broken. It was further determined that the driveshaft was broken due to excessive force. The assignable root cause was determined to be component damage due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was loud and had low rotations per minute (rpm) when used with an unspecified medical device. During in-house engineering evaluation it was found that the device was loud and noisy, had overheated, had low rpm's, and had a broken driveshaft, therefore the pretest was not completed. During the evaluation it was also identified that the cord was frayed and set screw was loose. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.